Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2025. Investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for poor gel barrier separation and fibrin were observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of poor barrier and fibrin were not observed, as no additive abnormalities were identified. Complaints for sample quality for the month of february 2025 were not under statistical control therefore factors that may contribute to fibrin and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer's indicated failure modes (poor barrier separation, fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor gel barrier separation and fibrin based on photo analysis. Corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ ii advance, fibrin and poor barrier separation were seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ ii advance, fibrin and poor barrier separation were seen in one (1) tube. No adverse impact was reported regarding the patient or user.